Manufacturer narrative:
The sample will not be returned for evaluation as it has been discarded by the hospital. This incident is currently under investigation. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
The IV was started in the left outer forearm on a difficult stick pt. The line was to be used for a zosyn drip and there were no initial complications. During activation of the device, the tubing separated from the winged inserter. There were no surgical intervention involved and no delay in treatment.